Event description:
The recipient is reportedly experiencing sound quality issues and limited performance. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly had a long period of time of no hearing prior to implant surgery. This is believed to be the reason for complaints. The recipient has been experiencing symptoms since activation, resulting in the decision for revision. Integrity test results were within normal limits.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.